Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. Analyst commented, a left ventricular (lv) pacing lead pace z alert occurred on (B)(6) 2014. Analysis of the device memory indicated the impedance on the lv pacing lead was beyond the expected upper range. Analyst commented, maximum lv pace impedance rises from 712 ohm the week ending (B)(6) 2014 to greater than 16000 ohm the week ending (B)(6) 2014.

Event description:
It was reported that the left ventricular (lv) lead exhibited no capture, high impedance and a possible fracture. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.